Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation and x-ray revealed dislodgement and phrenic nerve stimulation on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.